Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: (B)(4). Model: sc-8416-50 serial: (B)(4). Batch: 7071643.

Event description:
It was reported that the patients ipg and lead incision sites had not healed and became infected. The physician added more stitches to the incisions and put the patient on antibiotics. It was noted that the patient became ill at home and was brought to the hospital due to extremely high count of white blood cells. The physician believed the infection was not device related. The patient underwent an explant procedure.

Event description:
It was reported that the patients ipg and lead sites had not healed and became infected. The physician added more stitches to the incisions. It was reported that the patient became ill at home and was brought to the hospital due to extremely high count of white blood cells. The physician believed the infection was not device related. The patient underwent an explant procedure and was placed on antibiotics. Additional information was received that spinal fluid leakage was noted at the time of infection.